Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional pro code: hrs. (B)(6). A request for the device history review for this lot has been made. The device was received and evaluated. The sterile package was analyzed but no hair was found inside. Even under microscopic view, no hair could be detected. The complaint could not be confirmed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a hair was found in the package of the locking screw. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.